Event description:
A patient extension line had a hole in it and was leaking during dwell 2 of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient extension line of the homechoice set when they discovered the leak. The home patient reported that they received no system error alarms, but woke up to the floor being all wet. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that they completed therapy with manual exchanges. The home patient contacted their nurse that morning and was treated prophylactically with oral levaquin 250mg once a day for two days. No patient injury reported, per rn.